Event description:
It was reported that the programmer was broken. It was noted that the programmer was loading repeatedly and therefore unable to interrogate implantable devices. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment that the programmer was loading repeatedly and was unable to interrogate implantable devices. It was determined at analysis that the programmer failed the finger touch test for cursor misalignment. The printer tray latch was missing. The programmer hard drive was at ninety five percent health. The programmer software was reconfigured, reloaded, and updated. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.